Event description:
This report is being filed after subsequent review of the following article. Quality of life and functional outcome after a 2-part proximal humeral fracture: a prospective cohort study on 50 patients treated with a locking plate. Olerud, per; ahrengart, leif, soderqvist, anita, saving, jenny; tidermark, jan. 2010 , journal of shoulder and elbow surgery board of trustees, 19, 814-822. This is a prospective cohort study with a 2-year follow-up, on 50 patients with an acute displaced 2-part fracture of the surgical neck of the humerus, according to the classification of neer, treated with open reduction and internal fixation with a locking plate between june 2003 and february 2007. The philos plate (synthes, (B)(4)) was used in all patients. In total, 8 patients were re-operated during the 2-year follow-up period. Reoperations due to a suboptimal position of the implant were performed in 3 patients (two with primary screw penetration and 1 with impingement problems). Reoperations due to secondary displacement were performed on 3 patients (2 with secondary screw penetration due to minor re-dislocations and 1 with a major redislocation). Revision surgery due to nonunion was performed in 1 patient and one patient had a deep infection and underwent repeated wound revisions and lavage. This report is 2 of 3 for (B)(4). This report refers to an unknown screw - primary/secondary screw penetration and dislocation.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Quality of life and functional outcome after a 2-part proximal humeral fracture: a prospective cohort study on 50 patients treated with a locking plate. Olerud, per; ahrengart, leif, soderqvist, anita, saving, jenny; tidermark, jan. 2010 , journal of shoulder and elbow surgery board of trustees, 19, 814-822. This report is for an unknown screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.